Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and had an unresponsive keypad. She stated that she noted the keypad anomaly before receiving the alarm. The customer's blood glucose was over 200 mg/dl. The customer did not observe any significant events leading to the alarm and keypad issues. She noted that she had been at the pool but advised that her insulin pump had been in a beach bag. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis. She declined to troubleshoot for the high blood glucose.